Event description:
Impella cp was inserted via left femoral artery in a 75-year-old male patient undergoing a electrophysiology study. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unspecified. Following an increase in the p-level to p9 the patient was noted to have hemolysis. It is unknown what actions were taken to resolve the hemolysis. The physician elected to remove the device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 added selection that was omitted from the initial report that was submitted. D4 added primary UDI number as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. H10 this is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella 5.5. Related report number was added. Investigation summary: the investigation has been completed. The cause of the hemolysis could not be determined as no product or logs were returned for analysis and limited clinical details were provided.